Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucose/carb intake. The customer reported a blood glucose value of 50 mg/dl. The event involved product(s) mmt-1884, mmt-7040a, mmt-441ak, mmt-342. The customer was not using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48hours of the reported low blood glucose event. The customer does not believe the pump is over-delivering. The customer reports receiving a calibration not accepted alert. The customer entered a new blood glucose and calibration. The customer reported a sensor glucose vs blood glucose event. Troubleshooting was performed. The sensor glucose was¿150 mg/dl, and the blood glucose value was 94 mg/dl which was outside of the acceptable range. Insulin delivery was not suspended due to sensor glucose vs blood glucose event. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. The explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-441ak. No product return is required for mmt-342.